Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the right master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis investigation was able to replicate the reported failure and visual inspection confirmed a broken cable. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci assisted prostatectomy procedure, a wire snapped on the right master tool manipulator (mtm) and an error was displayed. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console (ssc). One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). Due to the reported issue, the surgeon made the decision to convert the procedure to traditional open surgery. There was no report of patient harm, adverse outcome or injury. A field service engineer (fse) performed additional investigation on site and replaced the right mtm to resolve the reported issue. The system was tested and verified as ready for use.